Event description:
This is a report of a home patient (hp) who was hospitalized and diagnosed with peritonitis. The cause of the peritonitis was the transfer set had disconnected during use. Treatment was not reported. Additional information was requested but not provided.

Manufacturer narrative:
(B)(4). This complaint is not confirmed and the cause was not identified.